Manufacturer narrative:
Date of event: unknown. Result: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed; however, based on the photo, it is difficult to determine if the quantity of gel is insufficient or a result of the gel on the side of the tube. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues with the gel was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues pertaining to the gel was observed. Root cause description : based on the investigation, the most likely root cause of the gel smearing was determined to be manufacturing related during the gel dispense cycle. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were having gel smearing, no report of medical interventions or serious injury.